Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by knee surgery, sports traumatology, arthroscopy titled ¿combined anterior cruciate ligament revision with reconstruction of the antero-lateral ligament does not improve outcome at 2-year follow-up compared to isolated acl revision; a randomized controlled trial¿. The study reviewed one hundred three (103) patients who underwent anterior cruciate ligament revision with reconstruction of the antero lateral ligament using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, eight (8) patients required resurgery, and two (2) patients required revision. Ref: sørensen, o. G. Et al. Combined anterior cruciate ligament revision with reconstruction of the antero-lateral ligament does not improve outcome at 2-year follow-up compared to isolated acl revision; a randomized controlled trial. Knee surg sports traumatol arthrosc 31, 5077-5086, doi:10.1007/s00167-023-07558-x (2023).